Event description:
It was reported that during peripherally inserted central catheter line placement procedure a balloon rupture occurred. The 70-90% stenosed target lesion was located in the lateral subclavian artery. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was selected and advanced to treat the target lesion. During the first inflation at 2-3 atm with the duration of 2-3 seconds, the balloon ruptured. The procedure was completed with a different device. No complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: there was contrast in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The reported balloon burst was confirmed; however, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during peripherally inserted central catheter line placement procedure a balloon rupture occurred. The 70-90% stenosed target lesion was located in the lateral subclavian artery. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was selected and advanced to treat the target lesion. During the first inflation at 2-3 atm with the duration of 2-3 seconds, the balloon ruptured. The procedure was completed with a different device. No complications were reported and patient's status was fine.

Manufacturer narrative:
(B)(4).